Manufacturer narrative:
Date sent to the FDA: 04/23/2020. Corrected information: manufacturing site name. Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2015.

Manufacturer narrative:
Date sent to the FDA: 05/01/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: (B)(4). It was reported that following the procedure the patient experienced abdominal pain, nausea, two episodes of vomiting, and small bowel obstruction with abdominal wall hernia containing mesenteric and adhesion. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2015; however, specific details regarding this procedure are not provided. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.